Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D4 primary UDI - correction. D9 device available for evaluation - additional information. D9 device returned to MFR - additional information. D9 date device returned - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H3 device evaluated by mfg - additional information. H6 codes: medical device problem code - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10 corrected data.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.